Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the needle fall into the patient? No. Were x-rays taken to locate the needle? No. In event description indicates "the wound reopened again" could you please clarify if this occurred post op or during the same procedure? During same procedure. Was there any patient consequence or injury? No. What is the patient¿s current health status and condition? Unknown. Was any other tissue damaged as a result of searching the needle? No. Please clarify if the hernia closed in that original procedure or there was a second procedure to close the hernia? No second procedure. What is the lot number? Unknown at the moment. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a laparoscopic hernia procedure in 2023 and barbed suture was used. During the procedure, the needle breakage in case of an epigastric hernia at the moment that half of the stitches were done. The wound reopened again. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: was there any patient consequence? The hernia had to be closed again. No patient consequences. What action was taken to resolve the issue? A new suture was used to close the wound. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 10 minutes.